Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was unknown. Customer stated that his insulin pump bolus was set to .05 and his doctor was unable to change his bolus at 4.0. Customer stated that he was hospitalized due to not getting enough insulin. Nothing further was reported.